Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the user¿s ilet device while the dexcom mobile app continued to display glucose readings, and guided troubleshooting steps included bluetooth toggling, device restarts, and re-entry of the sensor pairing code to restart the pairing process. Symptoms included no adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer troubleshooting and device setup guidance performed remotely. Investigation of this case revealed a communication and pairing issue between the cgm and the ilet without evidence of sensor failure or patient harm. It was concluded, based on previously established findings for similar reports, that the cause was a communication or connectivity issue likely related to device-to-device pairing.